Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump looses the connection with the sensor. Customer also indicated that the pump alarms power loss. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer does not have a new battery to try in the pump and will call back when they have one, to further troubleshoot. No further details given.